Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric band procedure the band extended detached from the locking tab. The surgeon did not want to use the band due to the problem with the locking tab. Another device was pulled to complete the case with no patient consequence.